Event description:
Surgeon was using the device successfully during the procedure and then it stopped cutting. It is unknown how much tissue was in the device when it stopped working. A second device was opened and worked without incident. It is unknown if the second device was of the same or different lot number.